Event description:
It is reported that the neck provisional broke during use.

Manufacturer narrative:
Evaluation summary: the product has been returned for evaluation but the fractured piece has not been returned. Sem analysis of the fracture surface indicates that the fracture might have been caused due to bending or shear. According to the surgical technique, the kinectiv neck provisional shall be inserted either by hand or using the kinectiv neck inserter instrument. It is not known whether proper surgical technique was followed. No definitive cause analysis can be determined with certainty. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.